Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm device placement, and inadequate fixation have been ruled out. Additionally, excessive twisting or stretching and the patient having contraindicating conditions have been ruled out. However, improper surgical technique was identified as the receiver site was created too superficial. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to improper surgical technique as the receiver site was created too superficial.(user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion at the receiver site. The commercial team member clarified the device did not erode. However, the anchor coil/knot was causing the patient problems. On (B)(6) 2026, a revision procedure was performed where the physician lowered the profile and made the receiver site deeper. As of (B)(6) 2026, the patient is doing well and can no longer feel the neurostimulator pressing against their back.